Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient(pt) reports therapy has not been as effective as pt thought it was going to be for the past 2 months. Pt denies currently feeling stimulation in bicycle seat area. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as pt was at the MRI facility and will increase therapy strength once done with the MRI. No further complications were reported at this time.additional information was received from patient. They called back for information about a lost recharging cord and to reiterated their return of symptoms. Patient confirmed the return of symptoms has been ongoing. Patient stated they had an MRI a few weeks ago and patient had adjusted their stimulation after. Patient stated the stimulation adjustment did help their symptoms a little bit, but they do not remember what the stimulation was at before. Patient confirmed they are maybe at 50% or more reduction in symptoms, or probably less than that. Patient stated they do feel a fluttering sensation when they go to the bathroom as well, and was not sure if something happened during their recent colonoscopy that could have caused this. Reviewed therapy expectations, external device usage, lost usb-c cord replacement. Patient increased stimulation and confirmed a comfortable fluttering in their bicycle seat area. Patient stated they are currently on program 7. Encouraged patient to keep a voiding diary. Patient will maintain the stimulation level to see how it effects their symptoms. Additional information was received from the patient. It was reported that they called back reporting ongoing intermittent loss of therapeutic effect. The patient reported about 3 months ago they noticed a decline in therapeutic effect. The patient thought this occurred because their smart programmer was powered off; however, patient services reviewed with patient that therapy will continue even when the smart programmer is powered off. The patient reported they are getting some therapeutic effect but they still have to use a pad for leaks and patient wanted to know if this was normal. Reviewed therapy expectations. Upon further review, patient additionally indicated they plan to increase amplitude to see if this will improve therapeutic effect.: additional information was received from the patient. Patient reported that they had a replacement surgery of their ins 2 and a half weeks ago. Patient said that their stimulator was still not doing enough to reduce their symptoms. Patient said they are always wet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.